Event description:
It was learned via a edwards transcatheter clinical specialist that a patient with a bioprosthetic aortic valve had presented symptoms of stenosis. The patient underwent a transcatheter valve in valve procedure to address the stenosis.

Manufacturer narrative:
No additional information has been supplied other the reported stenosis; however no additional complications have been reported post valve in valve procedure. Transcatheter valve implantation inside a failing bioprosthetic valve is a less invasive approach. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement or intervention. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.